Event description:
Breg rec'd legal notice of filed lawsuit with use of pain care pain pump. Pt had initial surgery on (B)(6) 2006 for slap repair; an I-flow pain pump was used. On (B)(6) 2006, pt had a second right shoulder surgery for posterior labral repairs with chondroplasty of the glenoid. Pt now alleges glenohumeral chondrolysis.